Manufacturer narrative:
Complaint (B)(4): samples have been requested from the customer but have not year been received at the time of this report. If and when customer samples are received, they will be evaluated as part of the complaint investigation. Upon completion of the complaint investigation, a supplemental report will be filed.

Event description:
Customer reported the tubes vacuum filled inconsistently (underfilled) from lot to lot. Customer advised they experienced falsely prolonged coagulation results on cath lab patients. Customer reported on same patients, ptt from ER collections did not correlate with I-stat act result obtained from cath lab collection. Customer advised this affected patient heparin therapy dosing, delayed surgery, and required tube recollections. Customer advised they determined the I-stat analyzers, reagents, to be working properly. Customer provided photographs and advised they pulled four lots for investigation. Reported: lot #b241034u and lot# b25023c4 are filling appropriately with an 18g blunt needle attached to a 20ml syringe. No delay in fill noted. Lot# b2406337 and lot#b2406336 are consistently underfilling with an 18g blunt needle attached to a 20ml syringe. Advised you have to wait on slow drips of blood at the end to get them full.

Manufacturer narrative:
Complaint (B)(4): no samples were received for evaluation. Received customer pictures. The complaint is closed as cannot be determined. Corrected data: h6: type of investigation, investigation findings, investigation conclusion; h11: manufacturer narrative.